Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Reportedly, the customer reported that the low bg was not due to the pump and was addressed by consuming carbohydrates. Although requested by tandem technical support, the customer declined to perform additional information on the reported event.